Event description:
It was reported that the left ventricular automatic thresholds were detected as greater than the programmer amplitudes. Intermittent loss of capture was observed on the presenting electrogram (egm). It was recommended to review the programmed settings to ensure consistent capture on the left ventricular (lv) lead. Additional information noted that the patient was checked, and normal pacing threshold were seen thus no changes were made. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that the left ventricular automatic thresholds were detected as greater than the programmer amplitudes. Intermittent loss of capture was observed on the presenting electrogram (egm). It was recommended to review the programmed settings to ensure consistent capture on the left ventricular (lv) lead. No adverse patient effects were reported.

Event description:
It was reported that the left ventricular automatic thresholds were detected as greater than the programmer amplitudes. Intermittent loss of capture was observed on the presenting electrogram (egm). It was recommended to review the programmed settings to ensure consistent capture on the left ventricular (lv) lead. No adverse patient effects were reported.